Event description:
Review of service data has detected a reportable event. Upon service investigation of electrode belt (B)(4), was found to have cut cables. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the cable connecting ECG b and the distribution node (dn) and the cable connecting ECG c and the dn were cut through. The root cause of the severed cables was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the damaged cables and wires. The last patient to use this belt did not report any deficiencies.